Manufacturer narrative:
The investigation concludes that imprecise, lower than expected results were obtained when processing non-vitros biorad control fluids using vitros ammonia (amon) slides on a vitros xt 7600 analyzer. The assignable cause of the event is most likely an analyzer event related to incubator contamination. Historical vitros amon quality control results indicate acceptable accuracy when processing each level of control. However, the calculated sd indicates unacceptable within laboratory precision for vitros amon lot 1019-0264-4185 in combination with the vitros xt7600 system. The amon diagnostic within run precision test results are outside of acceptable guidelines, indicating an analyzer related issue that is likely due to incubator contamination, as the amon assay is very sensitive to microslide incubator contamination. Additional service actions will be performed by an ortho field engineer. It is expected the additional service actions including the cleaning of the microslide incubator will return the vitros xt7600 system to the expected performance.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report imprecise, lower than expected results were obtained when processing non-vitros biorad liquichek ethanol/ammonia control, lot 54412 using vitros ammonia (amon) slide lot 1019-0264-4185 on a vitros xt 7600 analyzer. Biorad level 2 amon results 70.1 and 64.1 umol/l versus the biorad peer mean 90.6 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from non-vitros biorad control fluids and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).